Event description:
It was reported that two drill bits that broke during surgery. The surgeon was performing an open reduction internal fixation of a distal humerus and while drilling through the plate into the humerus with the 2.0 mm drill bit, the drill broke about 2 cm from the tip. It was reported that the broken piece of the instrument was not retrieved and remains in the patient. The surgeon used another 2.0 mm drill bit to finish drilling. The 2.5 mm drill bit broke while drilling through another portion of the plate into the humerus. The drill broke at the tip but the broken piece of the instrument was retrieved. It was reported that the surgeon stated the patient has dense bone and may have attributed to the drill bits breaking. The procedure completed successfully with no harm to patient. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and not implanted/ explanted. A review of the device history records was performed and no complaint related issues were found.

Manufacturer narrative:
(B)(4)